Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was powering off during the piston rewind step. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-oct-2018 with the following findings: a review of the black box showed evidence of a power on reset event post rewind step. Evidence of a call service 128 motor post-delivery alarm was observed. The battery compartment and cap were undamaged and able to fit securely. The ¿ez-prime¿ steps were performed correctly. All current readings were within specifications. No power interruptions occurred during the rewind step or during the investigation. The alleged ¿power issue¿ complaint was unable to be duplicated during testing. The pump cover was removed to find no intermittent conditions to the power printed circuit board.